Event description:
Additional information received reported that the patient¿s system was going to be revised on (B)(6). The manufacturer¿s representative (rep) wasn¿t sure to what extent (full system, partial revision, etc.). It was further noted the patient underwent a full system replacement after troubleshooting to find the lead and all extensions were not functioning. It was unable to be identified what specifically was wrong. Impedances were fine but there was no stimulation felt at 10.5 amps. Once the extensions were removed intraoperatively the impedances were greater than 10000 using the lead and the external neurostimulator. The system was not going to be returned. The surgery went well and the patient was now receiving stimulation and had good coverage with the new system.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) quit working or communicating and she could not feel stimulation on the day of the report. The patient bent over and ¿suddenly felt a surge.¿ when the patient stood up, she did not feel it. The patient experienced a shocking or jolting sensation. The patient had no falls or trauma. The patient was ¿on her feet a lot¿ the day prior to the report and she was hurting. The patient tried her patient programmer and she was able to communicate and see the lightning bolt. The ins was on. The patient¿s settings were at 1 ¿ 9.10 and 2 ¿ 8.50. The patient also tried the recharger and was able to communicate. The patient saw the lightning bolt, ins on icon. The recharger was fully charged. It was further reported that the patient had a ¿really bad fall¿ on (B)(6) 2014 after the patient¿s ins stopped working. The patient stepped down the next step on her left foot, she fell and hit the step right on her sacrum and fell all the way down to the ground. The patient had a black and purple bottom. The patient had been in severe pain since. The patient had ¿nerve damage in her left leg and sometimes she could step on it and it was like her foot was not even there.¿ the patient was unsure if this was because, her stimulator was not working or it was something else. Starting on (B)(6) 2014, the patient was losing circulation and feeling in her leg and it was down to her knee on (B)(6) 2014. When the patient went to bed on (B)(6) 2014, she could not feel her foot there and her foot was cold. The patient¿s husband felt her leg and ¿said it felt like her leg was dead.¿ the patient could not feel it and she could not feel her foot was there. The patient had rcd in her left leg. The patient¿s nerve damage was prior to implant. The patient was hurt in 1992 and the first ins was placed in 1996. The patient had an appointment on (B)(6) 2015. After the patient¿s appointment, it was determined that the patient was not getting stimulation since her fall.. The patient lost all paresthesia sensation, even when the ins was turned up to 10v. The patient had experienced no therapy issues prior to the fall. An impedance check was performed and the values were within range, but slightly elevated. The manufacturing representative programmed pairs 0,1 and 1,2 separately and turned up the stimulation, but the patient felt nothing. It was noted that a lead revision was scheduled. Interventions and patient outcome were not reported. Additional follow up has been requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), explanted: (B)(6) 2015, product type extension; product ID 3888-28, lot # l39511, explanted: (B)(6) 2015, product type lead; product ID 74001, lot # n257864, explanted: (B)(6) 2015, product type adapter; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 3888-28, lot # l39511, explanted: (B)(6) 2015, product type lead; product ID 7495-51, serial # (B)(4), explanted: (B)(6) 2015, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) stopped working two days before christmas. The patient met with the manufacturer representative to check the device on (B)(6) 2015. The rep's findings were a possible short in the lead. It was reported that the lead in the back had shorted out and it had to be that because everything else was working fine. The manufacturer representative (rep) was not sure if the lead actually shorted out. The patient needed to have surgery since their device was not working but last the rep heard, the healthcare provider (hcp) was not going to do surgery on the patient and the patient needed to find someone. Impedances were normal but the patient did not receive stimulation at all.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4); product type extension product ID 3888-28, lot# l39511; product type lead product ID 74001, lot# n257864, product type adapter product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).